Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon burst was confirmed. During the evaluation, the balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. No other visible damage or abnormality was observed from catheter body or windings. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the device manufacturing, the units go through a balloon inflation process. The instructions for use (IFU) was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, the balloon burst. The device was received for evaluation and the balloon was found to be ruptured in the middle area and the edges of latex did not match at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.